Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported when going to fire the ets stapler, it would not fire. So, the nurse had to open another stapler and it worked fine. There was no consequence to the pt.